Event description:
It was reported a patient underwent a gynecological procedure on (B)(6) 2012 and suture was used. During the closing of the perineum the needle broke. The broken needle became lost in the patient. The surgeon was unable to locate and retrieve the needle fragment. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
This follow up medwatch report is in response to receipt of mw (B)(4).